Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had sticky button. The customer's blood glucose level was 9 mmol/l at the time of the incident. The customer stated that the numbers were not ramping or the scroll bar was not moving up or down with no input. The customer stated that the back arrow and menu button were affected. When the customer pushed it, nothing happened it felt sticky and needed to press twice or thrice before it. The customer was experiencing the issue since past three weeks. The customer reported that pressing menu button did not took them to the menu screen and using the up arrow allowed them to navigate screens. The customer stated that using the down arrow allowed them to navigate screens. The customer stated that the insulin pump was dropped and was also exposed to moisture. The customer stated that the minutes change. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be returned for analysis.